Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image problem each time in between the intervention. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional field: b3, b5 updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "image problem each time at the end of the intervention" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the outer tube has a dent. Based on the results of the investigation, the most probable cause of the complaint is the video cable is broken which is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was observed during a therapeutic procedure. The procedure was completed with another identical videolaproscope.